Event description:
The complaint reporter states that some of the black insulation at the distal end of the electrode came off into the pt's joint space. It is not know if all of the debris was removed. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
We are awaiting the receipt of the complaint device towards conducting a failure analysis. When this is complete, our conclusions will be the subject of the follow-up report.